Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.

Manufacturer narrative:
Device review- the device was not returned to the manufacturer for physical evaluation the customer was unable to provide the manufacturer with the lot number of the custom combi set used in the reported event as no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 12 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius custom combi set caused, contributed to or was a factor in the reported event. The system level review found no indication that the products caused or contributed in any way to the patient event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. Patient was admitted to the hospital for syncope. According to the medical records, dialysate from arterial port. In dialyzer was checked by two staff members for bleach and peracetic acid and both test strips were negative. There was no bicarbonate level for review. There is no documentation in the medical record that indicates the patient suffered a cardiac arrest. Patient did admit to hospital staff that she was having dizziness the previous two weeks. The patient had a pulse and blood pressure when treatment was stopped. There is no documentation in the medical record that shows pulseless activity or loss of blood pressure. There is no documentation in the medical record that shows a causal relationship between this patient's dialysis treatment with the 2008k2 device, custom combi set and the patient's unresponsive episode.

Event description:
Findings from the medical records: on (B)(6) 2015, the patient ambulated in hemodialysis clinic with a cane the patient's treatment started at 06-12. Her left upper arm av fistula had a positive thrill and bruit and was accessed with a 15 gauge needle. Her pre-treatment vital signs were as follows: b/p 197/93, pulse 87, temperature 97.8. At approximately 06:57, the patient 2 made a snoring type of noise. Staff checked on patient and found her to be unresponsive sternal rub was started to arouse patient and saline flush was 4 started b/p was 87/75 and pulse was 133. Patient stopped breathing and lips were turning blue. CPR was initiated. After 4 minutes of CPR, the patient started to arouse. Her vital signs were as follows' 187/78 and pulse of 77 emergency unit arrived on the scene and took care of the patient. The patient was sent to the emergency room via a stretcher. At the emergency room, the patient had no apparent distress. There was normal respiratory effort and lungs were clear to auscultation heart rate was regular and rhythm with a normal s1/s2. Patient was alert and oriented, thought content was appropriate with normal insight. The patient was admitted to the hospital on (B)(6) 2015 for syncope and discharged on (B)(6) 2015. Dialysis prescription- gambro polyflux 17r, blood flow rate 400 ml/min, dialysate flow rate 600 ml/min, bicarbonate 30, duration 180 minutes, dialysate bath: k3, ca 2.5, na 138. Heparin was administered.

Event description:
A user facility reported that a patient had cardiac arrest during treatment. The patient was responsive when she was transported to the hospital. Medical records were requested.